Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and a hospitalization. The customer states there was an emergency room visit because of their blood glucose levels being over 600mg/dl. The customer was wearing the device during the emergency room visit. The customer was discharged from the hospital. Customer was not able to troubleshoot for high blood glucose levels because they needed to head to work. Nothing is being returned or replaced at this time.